Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item #: 00811400100, item name: femoral stem, lot #: 63579944; item #: 00631005632, item name: liner, lot #: 63123917; item #: 00625006540, item name: bone screw self-tap, lot #: 63420057; item #: 00625006525, item name: bone screw self-tap, lot #: 63517705; item #: 00877503202, item name: biolox delta ceramic femoral head, lot #: unknown. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00216, 0001822565 - 2018 - 01636, 0002648920 - 2018 - 00214, 0002648920 - 2018 - 00215.

Event description:
It was reported patient underwent hip arthroplasty on an unknown date. Subsequently, patient was revised due to infection. All implants were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.